Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for follow up when lead noise was observed. The lead was subsequently explanted and replaced with no difficulty.